Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that upon reevaluation it was discovered that the right ventricular (rv) lead in question does not have an superior vena cava (svc) defibrillation coil, and the lead only has a rv defibrillation coil and the event/regulatory report was submitted in error. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products- model: 5076-52, lead; implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to hearing an audible alert from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the audible alert tone was related to an unsuccessful remote transmission alert. Additionally, it was discovered that the right ventricular (rv) lead had triggered an alert for high/undefined superior vena cava (svc) defibrillation coil impedance. The svc impedance alert is a chronic issue with the audible portion of the alert previously having been programmed "off." The lead remains in use. No patient complications have been reported as a result of this event.